Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported neurological dysfunction could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A is currently available. The IFU lists other neurological events (not stroke-related) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists neurological dysfunction as potential late postimplant complications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed neurological dysfunction with a spasm and disturbance of consciousness. An anoxic brain injury or epilepsy was suspected. The cause of the neuropathy was due to complexities in medical management. It was thought to be caused by transient cerebral ischemia or anoxic brain injury and patient had a decrease in blood pressure during anesthesia for implant. The cause could be hypoxic encephalopathy or an epileptic seizure condition. The head computed tomography (CT) showed that the bilateral occipital lobe appeared to be low density suggesting hypoxic encephalopathy. There were some sharp waves on the electroencephalogram but were not focused, or localized to a defined region in the brain. The waves indicated overall decline in brain function and therefore could be hypoxia. The changes in anticonvulsant administration would be monitored. The patients follow-up was scheduled for (B)(6) 2023. The patient experienced spontaneous eye-opening. There was slight response to calls from medical professionals but no obeying of commands or voluntary movement of limbs. Patient received nutrition from combination of central parenteral nutrition and eternal nutrition. Passive rehabilitation and lung care were provided to prevent aspiration pneumonia. A tracheotomy would be performed with hope to improve nerve function through increasing stimuli.